Event description:
It was reported that a loss of sensing was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced during a routine device changeout procedure. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.